Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was 99.9% sure the intermittently turning off device was caused by the machine. It had happened in the past, but they ignored it. They turned it back on and had to have it done at the doctor's office. However, they were off and out of the office where the machine was located due to a broken femur for two months. During that time, the ins was working perfect. When they were back at the office, within one months' time, it kicked off. They made six attempts to meet with the therapist that owned the machine in (B)(6) 2017, but they refused to cooperate and said it was impossible. The owner had contacted an attorney to say the patient was lying. For the two months they were home recovering from their surgery, their bowel incontinence was perfect and they had a normal life until the machine happened. The ins turning off intermittently was not resolved and they noted that it wouldn't be until the bemer machine was removed from the premises. They said the machine uses an electromagnetic field and, obviously, affected the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy. A co-worker has brought in a machine that emits magnetic waves, and since this has entered the workplace, the patient's ins goes on and off intermittently. They know their ins turns off because their bowel symptoms return. No further patient complications have been reported as a result of this event.